Manufacturer narrative:
Investigation included a customer care-led walkthrough of factory reset, ilet setup, and infusion set and tubing priming, as well as follow-up confirmation of successful connector removal and supply replacement. Investigation of this case revealed use-process issues during setup and priming, including connecting to the body before priming the short tubing and difficulty removing the adapter, which were resolved with guidance and new supplies. It was concluded that the cause of the reported hyperglycemia was unclear given concurrent setup, priming, and use-process factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia with a reported peak blood glucose of 322 mg/dl while using the ilet system, in the setting of a supply change, pump disconnection and reconnection, meal announcements predominantly categorized as ¿less than,¿ and an in-progress setup that included a factory reset and re-priming after an initial failure to prime a short tubing segment. Symptoms included feeling tired, dizzy, and thirsty. Outcomes included user education and troubleshooting, including instruction on correct meal announcements, setup steps, and infusion set priming, as well as confirmation that supplies were successfully changed with assistance and that blood glucose was not adversely affected at the time of follow-up; subcutaneous insulin by pen was reported.